Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Reported event: the distal tip of the pelvic checkpoint broke off during a case. The piece was left behind and no harm was reported as a result of the incident. Device evaluation and results: the item in this complaint was not returned for evaluation. The portion of the checkpoint which was removed from the bone was not available from the mps; the remainder was left in the bone. Device history review: as the lot number was not provided, a device history review could not be completed. Complaint history review: a review of complaints in (B)(6) related to p/n 111653 shows zero additional complaints related to the failure in this investigation. Tracking of complaints related to the 111653 part number will be tracked through quarterly trend request #860. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the checkpoint was broken and partially retained in the patient's pelvic bone. The surgeon was aware and the outcome of the case was successful.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the checkpoint was broken and partially retained in the patient's pelvic bone. The surgeon was aware and the outcome of the case was successful.